Event description:
It was reported that during an ureteroscopy procedure for stone, the fiber was attached and upon pressing pedal, it started sparking and smoking. The fiber was replaced, and the procedure was completed successfully without patient complications. There was no patient complication, but the procedure was prolonged.

Event description:
It was reported that during an ureteroscopy procedure for stone, the fiber was attached and upon pressing pedal, it started sparking and smoking. The fiber was removed and replaced by another one. As a result, there was a prolong procedure. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record (DHR) met all material, assembly and performance specifications. The instructions for use (IFU) were reviewed and did not reveal any evidence of device off-label use or failure to follow instructions. Based on the information available the cause that contributed to the reported event cannot be established.